Manufacturer narrative:
The motor battery charger board, battery charger 1, battery charger 2, and motion control board were all returned for analysis. Investigation of the returned parts are as follows: motor battery charger board: visual inspection of motor battery charger board confirms the board has been subject to electrical overstress. Due to the condition of the board, neither fixture or system testing were performed. Damaged pcba. Battery charger 1: visual inspection notes the battery charger 1 board is dusty with several leaking capacitors. Testing the board on the test fixture confirmed channels a-d have no output. Led's for channels a-c flicker. No sense voltage was measured. Channels e-h the expected output was measured. The reported event was confirmed to be caused by an electrical failure. Battery charger 2: visual inspection of battery charger 2 board confirms the board has been subject to electrical overstress. Due to the condition of the board, neither fixture or system testing were performed. Motion control board: installed motion control pcb in test imaging system. The system successfully readied and no drive issues were observed. No problem found. The reported event was confirmed to be caused by an electrical failure of the motor battery charger board, battery charger 1 and battery charger 2.

Manufacturer narrative:
A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm) on the site's imaging system, changed motion and x-ray batteries. Performed pm procedure. When putting covers on the imaging system, j7 arced on the break-out panel. Changed battery side of j7 harness, drive board, motors charger board, charger board 1, charger board 2, and pfc 1000. System functions as expected. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned power factor controller (pfc) board found that this component also contributed to the previously reported electrical issues. The pfc board did not pass visual inspection. There was electrical leaking observed at both ends. The power resistor on heat sink had been electrically stressed. The reported event was confirmed.